Event description:
It was reported that during preparation for a stenting treatment procedure the sterile package was compromised. The 2.75x32mm veriflex stent was noticed to have a hole in the sterile package during unpacking. The device was not used and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that during preparation for a stenting treatment procedure the sterile package was compromised. The 2.75x32mm veriflex stent was noticed to have a hole in the sterile package during unpacking. The device was not used and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the outer box packaging, the veriflex catheter, the dfu and a plastic re-sealable pouch were received for analysis. The sterile inner pouch that this device is packaged with, was not received for analysis. An examination of the outer box identified that the box had been opened. An examination of the veriflex device found that the distal extrusion was kinked distal to the port. An examination of the crimped stent found that the stent and distal shaft was severely kinked distal to the distal edge of the proximal markerband. Traces of solidified contrast media were present inside the inflation lumen, indicating that the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).